Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged during catheter cutting. The lead was removed but not replaced as the physician was not able to get back in to the coronary sinus. No patient complications have been reported as a result of this event.